Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted just below the patient¿s renal vein. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, cardiomegaly, abdominal pain, a 9.0 x 6.6 x 9.6 cm complex diverticular mass, shortness of breath, pulmonary edema and chronic interstitial-parenchymal lung disease. The filter was deployed two centimeters below the renal vein takeoff with no complications. According to the patient profile form (ppf) the patient subsequently experienced migration of the filter, tilting of the filter, perforation of the inferior vena cava, perforation of organs, irritation, short patience and the patient feels stressed.

Manufacturer narrative:
As reported, the patient underwent implantation of a trapease permanent inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt). The filter was deployed two centimeters below the renal vein takeoff with no complications. The device was identified by the patient¿s medical records. Per the medical records, the patient has a history of deep vein thrombosis, cardiomegaly, abdominal pain, a 9.0 x 6.6 x 9.6 cm complex diverticular mass, shortness of breath, pulmonary edema and chronic interstitial-parenchymal lung disease. According to the patient profile form (ppf), the patient subsequently experienced tilt and migration of the filter, perforation of the inferior vena cava, perforation of organs, irritability and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.